Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) the implantable cardioverter defibrillator was returned and analyzed. The device was received and interrogated in its sealed, sterile packaging. Visual examination of the connector block, grommets and setscrews found no anomalies. Primary analysis finding: no anomalies were identified.

Event description:
It was reported, prior to clinical use of the implantable cardioverter defibrillator, battery voltage was 2.86v. However, after reformation, battery voltage was 3.07v. Consequently, this device was not attempted for implantation.